Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection reflin (one gram, route, frequency and duration not reported), injection tobramycin (40mg, route, frequency, and duration not reported) and injection heparin (1000 I/u, intraperitoneal, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.